Event description:
It was reported that the siderails would not latch upright due to broken welds. There was no pt involvement or adverse consequences.

Manufacturer narrative:
Litter has been ordered and will be replaced upon receipt.